Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3889-28 lot# v815657, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
About two months previous to the date of this report, the patient noted pain at the implant site. It was indicated, the patient had a fall the previous year. The device was reportedly helping with the patient's leakage. It was reported, the cause of the event was unknown. It was stated, it was possibly due to a (B)(6) 2012. Abnormal impedances were reported on multiple electrode combinations. It was indicated the program the patient was using included the abnormal impedances. Reprogramming was completed on the day of this report. The abnormal impedances were "programmed around." Urge and stress incontinence was reported as a symptom. No hospitalization was reported and the patient outcome was listed as non-serious injury/illness.